Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5086914) that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including inflammation (which led to two nasal surgeries), reduced tolerance to allergens, development of food allergies, overproduction of histamine, hormonal disturbances, blurry vision, intolerance to noise, difficulty sleeping, deep itch around the breast implant, tightness and pain around the breast implant, and hair loss. In addition, the patient reported that the inflammation spread to her brain, which required a spinal tap. The spinal tap led to a spinal leak. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 1st of two breast prostheses.